Event description:
It was reported that the plunger was not working.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a syringe plunger not in place in the event history log (ehl). An syringe test and syringe plunger sensor test was performed. The syringe plunger not in place was reproduced during functional testing. The issue was occurring because the q1 broken off from plunger board and plunger board broken off from glue. The plunger board was replaced to address the reported product problem. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 10 years old.